Event description:
It was reported that during implant of this right ventricular (rv) lead it was observed that the data was poor, and the lead perforated. Moreover, changing the lead was attempted, but screw could not be retracted. The lead body was reversed and did not move at all. The physician then attempted to pull it out, but the screw only extended and could not be removed. Hence, this lead was surgically capped. No additional adverse patient effects were reported.